Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2, e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress was applied to the insertion section while the user was handling the device which led to damaged charged coupled device (ccd). The event can be detected by following the instructions for use (IFU) which state: -inspection of the endoscopic image the event can be prevented by following the instructions for use (IFU) which state: -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: the bend angle in the up direction does not meet the specification due to wear of the angle wire, the connection between the bend and the insert is loose due to deformation of the bending tube, the connecting tube is dented, and the distal end is broken, and no power is available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope video turns off when angle is manipulated during preparation for use for an unknown diagnostic procedure. The device was inspected before use. The intended procedure was completed using a similar device. During inspection and evaluation, image disappearance occurs when operating the up/down directional angle due to damage to the charged coupled device (ccd) unit. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.